Manufacturer narrative:
UDI: (B)(4). Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed four similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported that during a rotator cuff procedure the fill chamber on the customer's irrigation tubing-vue was filling up to the top and was close to entering the pump. The sales rep stated that the surgeon completed the procedure by switching out the tubing with no patient consequences. The sales rep reported that there was a five minute delay in the case. The sales rep stated that he connect the tubing properly himself prior to the case. The sales rep stated that the tubing was discarded.